Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6) lost stimulation approximately 3 months ago due to the left l5 lead migrating. Surgical intervention was undertaken on (B)(6) 2016 and the lead was explanted and replaced and effective stimulation therapy was restored.